Event description:
It was reported that there were episodes of auto mode switch due to atrial lead noise. There was insulation anomaly noted on the lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient experienced little discomfort at the incision site. Overall, the patient was stable post procedure.